Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was seen in the emergency room for high blood glucose a year ago. The caller stated that the customer has other health issues, and his blood glucose was low over the last three to four hours. The spouse stated while the customer had a peritoneal dialysis his blood glucose was 40 to 50mg/dl, and his blood glucose was treated. Troubleshooting was performed. It was stated that the customer changed the battery and had to reset the time. Reviewed the alarm history and found no delivery alarm, motor error, low syringe, and battery alarms. It was stated that the insulin pump was exposed to x-rays. Assisted the caller to run the self test and displacement test, and they passed. No further information was provided.